Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4) is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cutting wire broke. The procedure was completed with a second hydratome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.